Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire on the proximal end. The location of the break was near the main tube-roll gear junction. The instrument failed the electrical continuity test. There were no signs of thermal damage. A review of the logs showed no errors. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument does not work, but still has some life left. The procedure was completed as planned with no patient injury and less than 15-minute of delay.